Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg became non-functional after the physician used cautery near the ipg pocket site during a revision procedure (MFR report number 3006630150-2018-61672). It was noted that the ipg was fully functional prior to the procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).